Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, resistance was felt during device removal. The device was removed with counter-traction and an assertive pull. The clip deployed in the intended site and achieved hemostasis. When the device was removed, the locator wings appeared bent. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.